Event description:
The event is reported as: stapler jammed during surgery. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.